Manufacturer narrative:
An event regarding a damaged trident liner was reported. The event was confirmed. Method & results: -device evaluation and results: a visual inspection shows the deformity is consistent with misalignment during impaction. -medical records received and evaluation: not performed as patient factors did not contribute to the event. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the investigation concluded that the reported damage occurred during an attempt to implant the device while it was misaligned with the shell.

Event description:
It was reported that the acetabular liner appears to be deformed. The procedure was completed successfully with no consequence to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the acetabular liner appears to be deformed. The procedure was completed successfully with no consequence to the patient.